Event description:
Reportedly, the dr opended the first device and it felt tough. So he opened the second device and it locked onto the vessel and the jaws would not release. The dr had to suture and cut away the device. No other info was reported or ill-effects to the pt. Procedure type: unk. Pt sex: unk.